Manufacturer narrative:
Batch review performed on 17 july 2018; lot 162919: (B)(4) items manufactured and released on 28 july 2016. Expiration date: 2021-07-14; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event

Event description:
Revision due to aseptic loosening of versafitcup cc trio 1 year and 7 months after primary (amis approach used in primary). The surgeon replaced cup, liner and head successfully.